Event description:
During preparation of the heart lung system for a cardiopulmonary bypass procedure, the air sensor alarmed and could not be reset. There was no reported adverse consequence to the patient as a result of this event.